Event description:
It was reported that; during surgery, the surgeon used anchor-c cage system. The surgeon inserted the cage using the inserter guide. And the entry point of screw was made by the awl (the insertion depth of the awl was half). The self drill screw was inserted, but the surgeon could not insert to line in the screw driver. Therefore the surgeon removed inserter guide from the cage. And the surgeon inserted the self drill screw not using inserter guide. However, he could not insert the screw. Therefore the surgeon removed the screw. And he changed the screw to another brand-new screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The anchor c surgical technique indicates that the awl should be used to prepare the screw. The awl has a positive stop at 8mm allowing the user to create a pilot hole 8mm in depth. It was reported that the awl was only inserted half way. It was also reported that the patient had good quality hard bone. The reported device was a screw that was 10 mm in length. When the surgeon had difficulty advancing the screw, the guide was removed and another attempt was made but the screw still could not be advanced. The anchor c surgical technique strongly advises against freehand insertion. Conclusion: the plausible root cause is user related - specifically insufficient screw hole preparation with the awl. The awl has a positive stop at 8mm and it was reported that the awl was only inserted half way - this would result in a 4mm pilot hole. The screw being inserted was 10 mm in length, a 4mm pilot hole is not sufficient to fully insert a 10 mm screw into hard bone.

Event description:
It was reported that; during surgery, the surgeon used anchor-c cage system. The surgeon inserted the cage using the inserter guide. And the entry point of screw was made by the awl(the insertion depth of the awl was half). The self drill screw was inserted, but the surgeon could not insert to line in the screw driver. Therefore the surgeon removed inserter guide from the cage. And the surgeon inserted the self drill screw not using inserter guide. However, he could not insert the screw. Therefore, the surgeon removed the screw. And he changed the screw to another brand-new screw.